Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 7pm, the patient reported the alleged issue occurred. The patient reported taking no diabetes medications to manage her diabetes. The patient reported on (B)(6) 2012 at 9:30am she saw her doctor for an office visit and she was given glyburide, 5mg. The patient reported on (B)(6) 2012 she obtained a reading of "63mg/dl" and had cereal. Two hours later, the patient reportedly obtained a reading of "161mg/dl" on the same meter. The patient reported developing symptoms of "shaking all over" at an unknown date and time. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the samples. The patient's testing process was correct. Based on the information provided, this complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia. However, the meter vs. Same meter comparison is not valid since the time elapsed between readings is greater than 20 minutes, and there was an intervention in between readings that may have contributed to an increased blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.